Manufacturer narrative:
Product event summary: at analysis the customer comment that the stylus was not accurately reflecting where the cursor was not able to be confirmed, though it was noted that the cursor and stylus were separated by 1/8 of an inch on the upper and lower right of the screen. However, despite not being perfectly aligned the stylus could select all functions on the screen. The flex cable was disconnected and then reconnected to the xy board and the stylus was recalibrated to the touch screen. It was additionally noted that the programmer was left powered on for more than a day and it was turned off and on as well as opened and closed many times. The display was flickering when it was first powered on and the interpose board was therefore replaced. The comment of "missing software" could not be confirmed. The hard drive was reconfigured and the software was reloaded and updated. The programmer passed its final functional and system test.

Event description:
It was reported that shortly after the programmer was received back from service, it was noted that the cursor on the screen did not accurately reflect where the stylus pen pointed. It was further reported that some of the newer upgraded software was lost, preventing the programmer from being able to interrogate some newer products. The programmer has been returned for service. No patient complications have been reported as a result of this event.